Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. The device had minor scratched display window. No moisture damage noted on electronic assembly or on motor.

Event description:
Customer reported the insulin pump malfunction and he had to go to the hospital. Customer stated his doctor took him of the device until he received a replacement device. Customer stated the issues started a couple of days prior and the device kept alarming no delivery. Customer declined troubleshooting for high blood glucose and no delivery alarms. Customer called back and stated the device was at home and a pipe burst and flooded the house. Customer reported high blood glucose of 500 mg/dl. No further information reported.